Event description:
Six minutes into hemodialysis treatment a blood leak was noticed at the connection between the bloodline and the fistula needle. The fistula needle luer connector was found to be cracked. MDR is filed for ebl= 50cc. No pt injury or need for medical intervention is reported. The complaint sample was discarded at the time of the incident.